Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. To address the issue the stm replaced the fiber optic connector. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) broke. Therapy on patient was continued without the use of fiber optic. There was no harm or injury to patient and no adverse event was reported.